Event description:
Child had his head caught under treatment table and was standing on the down mechanism, injuring his head. The mother, who was the pt, was lying on the treatment table, and her son had been sitting on her stomach. Staff member had gone to the other end of the room to put hot packs away when she heard mother calling for help. Mother said that her son was lowering her on the table, and bent down to look, and got his head caught under table, and continued to stand on the down device. Up button was pushed to release child and medical team arrived. Child was treated at the scene and transported to the hospital, where he later died.